Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis was performed. A printer circuit board (pcb) on the single board computer (sbc) was replaced, which resulted in distortion on the display. It was then noted that the power source for the display (i.e., the inverter) was defective. The inverter and inverter cover were replaced, as the lower half of the inverter was damaged and the cover was melted from the issue. Analysis did confirm the field allegation that programmer screen was not functioning.

Event description:
Boston scientific received information that this device programmer screen was not functioning and was going to be returned for analysis and repair. No adverse patient effects were reported due to the use of this programmer.